Event description:
It was reported the pt was not receiving adequate coverage. X-rays were taken and revealed lead migration on (B)(6) 2012, the pt's lead was repositioned. Post-op, the pt remained unable to receive adequate coverage. The pt is scheduled to meet with an sjm rep to troubleshoot the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.